Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and when the vizigo sheath was prepped, the valve appeared displaced from the usual position. The hemostasis valve (gasket) was dislodged inside the hub. The brim cap/hub did not become detached from the sheath. There was a lot of resistance when trying to insert the dilator and it could not be advanced fully. The sheath was replaced, and the issue was resolved. No adverse patient consequence was reported. Additional information was received, and it was indicated that the resistance did not result in any damage to the sheath. Dilator has some kinks potentially. It was included in the return kit.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and when the vizigo sheath was prepped, the valve appeared displaced from the usual position. The hemostasis valve (gasket) was dislodged inside the hub. The brim cap/hub did not become detached from the sheath. There was a lot of resistance when trying to insert the dilator and it could not be advanced fully. The sheath was replaced, and the issue was resolved. No adverse patient consequence was reported. Additional information was received, and it was indicated that the resistance did not result in any damage to the sheath. Dilator has some kinks potentially. It was included in the return kit. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the shaft, and stress marks were observed in the dilator. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The hemostatic valve, the dilator damage, and the resistance issues reported by the customer were confirmed since the dislodgment of the valve could be related to the resistance and stress marks observed in the dilator. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specification correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).